Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a ¿dosing stops soon¿ notification and could not connect their dexcom g7 continuous glucose monitor (cgm) because the wrong sensor code number was entered; after reviewing cgm information with support, the user corrected the pairing code and was advised on pairing and the warm-up period, which reflects an incorrect procedure with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.